Event description:
Underdelivery noted on pump c during routine biomedical engineering preventative maintenance testing. Pumps a and b tested within product spec. Pump c reportedly "tested within specs at rates of 10ml/h and 100ml/h but underdelivered at 999ml/h. Expected 999ml, rec'd 937ml". There were reports of any pt events with the device when it was in clinical use. No add'l info was available.